Event description:
It was reported that a large volume infusor underinfused during infusion. Once the 48 hour expected therapy time had passed, it was observed that there was 100ml residual medication left in the device. The device was filled with 240 ml between the mixture of medication (fluorouracil) and saline solution 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: device manufacture date ¿ the lot was manufactured between may 1-3, 2024. The device was received for evaluation. Visual inspection on the returned sample via the naked eye showed no signs of physical abnormality such as air bubbles inside the tubing line or drug precipitates inside the bladder that could have caused the reported flow problem. A functional flow rate test was performed, and the flow rates were found to be within the product specification. Based on the functional flow test result, the infusor sample was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.